Event description:
The patient came in reporting pain due to developing a hematoma and the cause is unknown. At about 1 year after the primary, the surgeon revised the proximal mvizion body, dm converter, dm liner and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 april 2024. Lot 2006782: (B)(4) items manufactured and released on 03-feb-2021. Expiration date: 2026-01-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional components involved: ball heads: cocr 01.25.124 cocr ball head 12/14 ø 22 size s -2,5 (k080885) lot 2215389: (B)(4) items manufactured and released on 25-sep-2022. Expiration date: 2027-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Liner: versafitcup dm 01.26.2244mhc double mobility hc liner 22.2/dmb (k131458) lot 2239482: (B)(4) items manufactured and released on 17-nov-2022. Expiration date: 2027-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Liner: versafitcup dm 01.32.3641cf dm converter tin coated d/dmb (k211891) lot 2236984: (B)(4) items manufactured and released on 01-feb-2023. Expiration date: 2028-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.